Event description:
The explanted device was received at hq. At explantation, it was noted that the skin over the device was not intact, a fistula with persistent secretion on the upper end of the auricle was mentioned. The device was not visible. The device could be slightly rotated or be moved prior to explantation. Furthermore, there was an implant infection. The recipient had reportedly diabetes and obesities. Skin at the implant region was 20mm thick. As per new information received, the user suffered from chronic infection (staph. Aureus and staph epidermidis) of the implant bed which could not be treated successfully by intravenous and oral prolonged antibiotic treatment.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage, which has been present whilst implanted, this is as expected as the device was explanted due to a chronic infection of the implant bed that did not respond to antibiotic treatment. The user has a diagnosis of diabetes which increases his infection risk. Although device sterilization records are within specification, device contribution to the chronicity and severity of this infection cannot be excluded at this time. This is a combined initial and final report.